Event description:
Procedure type: low anterior resection. According to the rptr: the distal tissue donut was complete but one ned of the distal donut was very thin. After the leak test was done, no leaks or bubbles occurred but the surgeon "did not trust" the stapler so decided to create an ileostomy to divert the colon. Pt was reportedly "very ill". Operating room time was delayed more than 30 minutes. No blood loss was reported.

Manufacturer narrative:
(B)(4).